Event description:
During a cryoablation procedure, one icerod and one iceseed were prepared for the procedure and passed pre-procedure testing. One icerod and one iceseed were inserted in the rcc. On freezing, growth speed of each frozen area was very small. Each frozen area was fused but each diameter of the frozen area was about 1cm. Forty-four (44) mins later, the procedure was aborted because all of three gas cylinders were depleted. No other needles were added in the procedure because the doctor felt that all needles were working improperly and add'l needles would not work properly either.